Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting without user intervention. The pump was allegedly displaying an hourglass before the display screen went blank. The pump reboots began after a battery change; after the pump rebooted the first time, the battery was changed again and the unintended reboots recurred four more times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/14/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/28/2014 with the following findings:a review of the pump black box data revealed no evidence of intermittent power. A battery cap was not returned with the pump; a test cap was used to complete investigation. The battery compartment and threads were observed to be intact with no damage or evidence of moisture ingress. The pump case was removed and no defects were found to the power circuits.